Event description:
Strangulated bowel. A patient had an ivh (intravenous hyperlimentation) catheter placed in 2002. Medications included bio three (clostridium butyricum combined drug) from 2003 for controlling intestinal function, zantac (ranitidine hydrochloride) and rhythmy (rilmazafone hydrocloride) starting 2002 administered as pretreatments. They underwent the placement of a hepatic artery cannula and a low anterior resection of the rectum for rectal carcinoma in 2002. The site of the operation was considered to be semi-contaminated. Pansporin (cefotiamhexetil hydrochloride) was administered prophylactically for the prevention of infection from 2002. Two sheets of seprafilm were applied in the pelvic cavity as well as under the midline incision in the lower abdomen. The open wound was 16cm long. The skin was instrumentally anastomosed and the first layer was sutured with a interrupted suture technique using silk thread. The same suture technique was applied to the skin layer. A penrose drain and plait (open) drain were placed. Drainage was favorable after placement. An ivh catheter was again placed. The patient was discharged (date unknown). In 2002, the patient had abdominal pain. The next day, they were admitted to the hospital. Sosegon (pentazocline chloride) was administered without effect. Lab tests results (wbc 5,700, neutrophils of 64.7%, and crp 0.2mg/dl) revealed no abnormalities. An exploratory procedure was performed which revealed a funiculus had formed in another site due to the other operation finally strangulating the small intestine. No adhesion was observed in the site where seprafilm had previously been applied. The necrosed section of the small intestine (approximately 11cm) was resected and anastomosed. At the time of this procedure, the seprafilm from the previous surgery had disappeared. In 2002, the patient recovered and was discharged. The treating physician assessed the event as possibly related to the use of seprafilm and indicated other possible causes included the operative procedure. Action taken: exploratory surgery.